Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.50 x 15mm was selected for treatment. During the procedure, the balloon was inflated and ruptured at 6atm. The device was removed, and the procedure was completed successfully using another of the same device. There were no patient complications.